Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse and sui; concurrent procedure-hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, and bleeding. It was reported that the patient underwent an undermining of vaginal mucosa with excision of mesh and closure of the vaginal mucosa on (b)(5) 2007 due to erosion. (B)(4).

Manufacturer narrative:
Corrected information: this medwatch report # 2210968-2013-10202 is being voided as it is a duplicate of medwatch report # 2210968-2013-07282. Please see medwatch report # 2210968-2013-07282 for all information regarding this event.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.